Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and it was confirmed that the pump alarmed upstream occlusion 91 times. The pump was then connected to an administration set (hs-008, lot# 2203016) and the upstream occlusion alarm was tested. A 20 ml infusion was started, and the proximal end of the tubing was clamped, and the complete upstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.

Event description:
A distributor of infutronix received a complaint from a senior building service coordinator, who reported "no upstream alarm". Device operator unknown. Medication being infused is unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Clarification to email address: email address for MDR contact is (B)(6) provided due to character limitation. Device has been received. A follow up medwatch will be submitted when the analysis is completed.